Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after experiencing a vibratory alert. Review of the nsln egms showed possible myopotential oversensing on the lead. The rv sense, capture, and impedance trends appear stable. The low frequency attenuation filter was programmed off. The lead continued to be monitored.